Manufacturer narrative:
A product investigation was completed: the complaint condition is confirmed. A visual inspection, complaint history review, and drawing review, were performed as part of this investigation. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. The extraction screwdriver is a component of the spine screw removal system and is used to remove implanted accs, vectra, and vectra-t screws. The vectra, vectra-t, vectra-one and accs technique guides include proper instructions for use and caution the user that breakage may occur if not used as intended. The returned instrument was examined upon receipt and the complaint condition of broken was confirmed as distal tip of both the inner shaft had (approximately 5.3-4.9 mm in size) and the driver shaft (approximately 0.92 to 0.42mm in size) had sheared off from the instrument. The fragments were not returned. Additionally the outer sleeve of the device was not returned. Replication of the complaint condition is not applicable as the device is already broken. The relevant drawings for the instrument were reviewed. The drawing was found suitable to determine the intended device design, application and dimensional conformity. The instrument was found to have met the drawing specifications. A device history review could not be done as the lot number is missing due to missing outer sleeve. No definitive root cause was able to be determined; the failure mode is typically associated with off-axis loading during use and/or the application of excessive force. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. Correct part number is being reported; lot number is unknown. Previously reported part 03.613.004, lot 612536h09 is a component part of the whole device. UDI: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When the device was being inspected by the manufacturer, it was noted that the both the tip of the inner shaft of the device and the tip of the handle of the device were broken.

Manufacturer narrative:
The reported part/lot number combination could not be validated. (B)(4). Device is an instrument and is not implanted/explanted. The subject is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a valid lot number, a device history record review could not be performed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during surgery the head of the inner shaft for extraction screwdriver broke. All broken fragments were retrieved. There was no patient harm. The procedure was successfully completed with the desired patient outcome. This report is 1 of 1 for (B)(4).